Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2017-02542. It was further reported that another 2.50x12mm promus element¿ plus drug-eluting stent was advanced to the side branch but due to the deformed proximal part of the previously implanted 2.50x12mm promus element¿ plus stent, the device failed to cross.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous left anterior descending (lad) artery to the first diagonal branch. A 2.50x12mm promus element¿ plus drug-eluting stent was implanted to treat the lesion. However, when a non-compliant balloon was passed through the stent struts for the bifurcation, the proximal part of the stent foreshortened. No patient complications were reported and the patient's status was stable.